Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reporter via phone call that, the insulin pump had drive motor anomaly. The blood glucose was high as 250 mg/dl at the time of the incident. Customer treated high blood glucose with syringe. Customer reported that, he has type 1 diabetic and insulin pump died last year. Customer had problems with the pump motor not delivering insulin. Customer stated that, the pump motor arm was not moving and was getting alarms but does not recall the alarm he received. Customer will callback to continue troubleshooting his pump motor error and high blood glucose. The insulin pump will not be returned for analysis.